Manufacturer narrative:
The manufacturer previously reported information that the customer reported that the co2 was not calibrating. There was no patient/user involvement. Additional information has been received. The device was not returned for evaluation. The following sections were updated: e3, g1, h2, h6. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the co2 was not calibrating. No patient/user involvement.

Manufacturer narrative:
E3: hospital service manager submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.